Event description:
The manufacturers service technician confirmed the reported problem. The service technician replaced the oxygen solenoid valve to address the reported problem. Applicable testing was performed and completed without faults reported.

Manufacturer narrative:
Supplemental report.

Event description:
The international customer reported the ventilator alarmed due to an oxygen device failed occurrence. The customer reported the ventilator was in use on a patient and there was no patient harm. Upon an oxygen device failed occurrence, the ventilator continues to provide ventilatory support to the patient using an air gas source. Loss of the oxygen source can be detrimental to a patient if this type of event occurs during normal ventilation mode use. Review of the device diagnostic log verified an oxygen device failed occurrence. Initial service evaluation reported a problem with the device oxygen valve. Completion of evaluation and service of the device is pending.